Manufacturer narrative:
(B)(4).

Event description:
Additional information received states the patient underwent lasik enhancement and vision corrected to 20/20.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported a patient with an unexpected outcome one month surgery. The system calculated the lens would yield a -0.14 spherical equivalent postoperative result but the patient has a -2.00 spherical equivalent postoperative result. It was noted that the axial length input was immersion or contact a-scan and not optical due to the patient's dense cataract. The patient is scheduled for lasik. Additional information requested.

Manufacturer narrative:
No additional information was received. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).